Manufacturer narrative:
Submit date: 01/03/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an umbilical vessel catheter. The customer reports the uvc is leaking blood at hub.